Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the ultrasonic lens damage/peeling could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on channel tube and balloon water-tube, the water tightness was lost. There were few additional findings. Adhesive around objective lens was chipped. Adhesive on bending section cover had a discoloured area. Connecting tube had a buckling. Due to wear of forceps elevator lever, up/down knob could not be locked securely. Due to wear of angle wire, bending angle in right/left/down direction does not meet the standard value. Suction cylinder had discoloration. Channel tube had a scratch and the elevator channel plug nut was loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of customer reported, the gastrovideoscope sheath was torn and exhibited leakage. The device was returned and an evaluation at the repair center revealed, the acoustic lens was damaged and peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.